Event description:
During the follow-up of (B)(6) 2015, ventricular oversensing was observed in episodes stored in device memories. An analysis is requested to identify the possible cause of oversensing and to determine if the rv lead (non sorin) should be replaced. Re-intervention was reportedly planned by mid-(B)(6) 2015 for ICD replacement because the elective replacement indicator has been reached. Patient care recommendations have been provided (evaluation of the benefit of rv lead replacement).

Manufacturer narrative:
The device was explanted and returned for analysis.

Event description:
During the follow-up of oct 30th 2015, ventricular oversensing was observed in episodes stored in device memories. An analysis is requested to identify the possible cause of oversensing and to determine if the rv lead (non sorin) should be replaced. Re-intervention was reportedly planned by mid-november 2015 for ICD replacement because the elective replacement indicator has been reached. Patient care recommendations have been provided (evaluation of the benefit of rv lead replacement).

Manufacturer narrative:
Please refer to the attached report.

Event description:
During the follow-up of (B)(6) 2015, ventricular oversensing was observed in episodes stored in device memories. An analysis is requested to identify the possible cause of oversensing and to determine if the rv lead (non sorin) should be replaced.re-intervention was reportedly planned by (B)(6) 2015 for ICD replacement because the elective replacement indicator has been reached. Patient care recommendations have been provided (evaluation of the benefit of rv lead replacement).